Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? What is the surgeon¿s opinion of the potential consequences for the patient? Could you kindly perform and document the follow-up attempt for the product return? Please provide the source or name of person providing answers to follow-up questions: the dr. Confirmed that 2 sutures did break prior to them inserting the strand where the needle snapped. The point of the needle is what broke off. According to her, the body and swage of the needle was in-tact. This happened while she was tying the suture, and her needle grasper was holding the point of the needle. She was unsure of what skin layer the needle broke in.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During a c-section case, the suture needle snapped while going through the subcuticular layer. The broken needle was found in patient's body. They did not use an x-ray but they were able to retrieve the broken needle. There was no patient consequences. Device will be returning. Additional information was requested.